Event description:
When the user attempted to deliver 200 joules to a patient in ventricular fibrillation, the unit charged only to 49 joules. The screen and controls became frozen. The patient expired.